Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed message "helium tank is low" even though there was sufficient amount remaining in the tank. Issue was found during inspection and there was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 - full event site name is (B)(6). Full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) states unit was brought in-house and an investigation was conducted, but we were unable to confirm the recurrence of the symptoms you mentioned. It was suspected that the calibration of the pressure transducer used to measure the remaining helium tank level had shifted, therefore a calibration (both high and low pressure) was performed. After the work was completed, an inspection was conducted based on the service manual, with the result being satisfactory. All functional and safety checks to meet factory specifications.

Event description:
N/a.